Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown; therefore a batch review cannot be performed. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 7. There were no leaks and the hp did not disconnect. The bags were still connected and there were no spare lines. The technical service representative (tsr) had the home patient (hp) close all of the clamps and the transfer set and assisted to cycle power to the hc machine. The tsr explained the alarm and assisted in troubleshooting and advised to discard all supplies and to report the alarms to the peritoneal dialysis nurse the next morning. The hp would finish tonight's therapy manually. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the home patient (hp) stated that the issue was resolved, however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident, the hp did inform his nurse of the incident. The hp stated that he is doing fine and continuing therapy without issues. The no allegations were made against any of the hp?s dialysis products. No further information was provided.